Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) fo-connector is defective. The blue housing from the connector is broken. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the bracket of the fiber-optic connector was bent causing the connector fail. The fse replaced the fiber-optic sensor extension cable. A functional inspection and safety tests were carried out according to factory specifications. The iabp was returned to the customer and approved for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h10 corrected fields: h6(investigation conclusions) the maquet failure analysis and testing dept.(fat) received the pn: 0012-00-1562 sn:(B)(6) howdy cable assembly, fiber-optic sensor extension associated with this complaint.this part was received with a reported unit failure message of fo connector defective. Performed visual inspection of this part received and part looks to be in good condition. Installed the cable assembly, fiber-optic sensor extension into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing dept. Could not verify the failure message of fo connector defective, and all fiber optic test passed as per factory specification. Cable assembly, fiber-optic sensor extension passed testing. Retaining cable assembly, fiber-optic sensor extension in the fat dept. As per procedure.

Event description:
N/a.